Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr tried to duplicate the issue but could not. Flexed all of the front panel connections to the main board while running the vent and still could not duplicate the issue. Fsr informed customer that this issue is happening intermittently, recommended replacing front panel assembly when it is available.

Event description:
The customer reported to vyaire medical that the vela ventilator that touchscreen is not responding and waveforms are incorrect. At this time. There is no information about patient involvement on the reported event.